Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/24/2024, it was reported by a sales representative via phone that an ar-1588rtt2 fibertag tightrope ii implant had the post that holds the tightrobe in the button break inside the patient, and due to the issue, the ar-1288rtt2-fc3 fibertag tightrope ii was removed to get the graft back out of the patient. Everything was removed from the patient. The case was completed using an ar-1588btb btb tightrope and an ar-1288rtt2-fc3 fibertag tightrope ii with internalbrace. There was a 30-40 minute delay due to the issue. This was discovered during a quad acl reconstruction procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.